Event description:
Tip cracked and fell off during a patient procedure. No negative patient impact.

Manufacturer narrative:
(B)(4). The device was returned and the defect was confirmed. Safety alert notice c/r 3022472-5-07-2013-0001-c issued to all customers on 05/10/2013 to provide additional safety information to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.